Event description:
The information below is from the physician's narrative which was gathered from a review of this patient's existing medical records. Patient is a 76 year old male with history of stage IV copd, and hypertension who underwent zephyr valve placement after he was found to be an appropriate candidate based on CT review (stratx) and collateral ventilation assessment (chartis) as well as vq scan and pfts. He underwent procedure for zephyr valve placement on (B)(6) 2020 with valves placed in the right upper lobe and the right middle lobe (selected target based on stratx and chartis assessments): - right upper lobe: size 5.5 mm lp in anterior, 5.5 mm in posterior, 4 mm lp in anterior apical, 4 mm in posterior apical segment. - right middle lobe: size 4 mm valve in right middle lobe. The interval events/history were as follows: (B)(6) 2020: zephyr valves placed, developed copd exacerbation and patient was treated with nebulizer bronchodilators, inhaled steroids and IV steroids. He responded well to this treatment and overall improved with treatment. (B)(6) 2020: still with shortness of breath requiring high flow oxygen with saturation in the 90s supine and in the 80s sitting up. Chest x-ray with no significant change. No evidence of pneumothorax at that time. (B)(6) 2020: patient was in acute respiratory distress with hypoxia placed on bipap and transferred to ICU for further management. Chest x-ray demonstrated increased subcutaneous emphysema. Patient having a hard time swallowing because of the subcutaneous emphysema. A chest tube size 9 french was placed in ICU with improvement in his subcutaneous emphysema and overall oxygen requirement. (B)(6) 2020: patient has some shortness of breath on high flow oxygen. (B)(6) 2020: subcutaneous emphysema got bigger this morning. Air leak via chest tube was seen to be reduced overall. New 14 f pigtail chest tube was placed, and prior chest tube removed. This resulted in significant improvement of subcutaneous emphysema and overall breathing. (B)(6) 2020: slept well. Less dyspnea. Subcutaneous emphysema resolved. (B)(6) 2020: out of ICU. Down to 5l oxygen. Denied any pain, had minimal cough and less dyspnea. Air leak seen via chest tube. (B)(6) 2020: continued air leak via chest tube. Denied pain. 2/3/20: continued air leak via chest tube. Denied pain or dyspnea at rest but had dyspnea on exertion. Bronchoscopy performed to clear secretions and mucus plugs. (B)(6) 2020: maintained on 4.5l oxygen via nasal cannula. Experienced dyspnea with exertion. Bronchoscopy was done. Procedure comments: no endobronchial lesions, no signs of active bleeding. Mucus plugs seen in right upper lobe - removed, valves in the anterior and posterior segment of the right upper lobe were removed without difficulty. They were removed due to ongoing leak via chest tube despite waiting for more than a week. Very minimal improvement in leak seen after balloon was placed in right middle lobe and therefore right middle lobe valve was not removed. Two spiration 9mm valves were placed in anterior and posterior segments and there was improvement in leak via chest tube. (B)(6) 2020: patient was transferred to ICU due to increased oxygen needs and shortness of breath. Since then his breathing had improved and remained in the lower oxygen setting with high flow oxygen at 50% fio2 and 25l flow. Denied chest pain. (B)(6) 2020: had worsening subcutaneous emphysema at 5 am and had a recurrence. Chest tube might have been pressed behind his elbow, after adjusting the chest tube patient still had persistent subcutaneous emphysema. At that time a backup chest tube was placed in addition to the existing chest tube but subcutaneous emphysema still did not improve. Bronchoscopy was done. Procedure comments: no endobronchial lesions, no signs of active bleeding. Bronchioalveolar lavage was not showing signs of bleeding - right middle lobe lavage done. Mucus plugs seen in right and left lower lobes - removed. Following valves removed: two spiration valves (right upper lobe - anterior and post segments), zephyr valve - apical segment, zephyr valve - right middle lobe. (B)(6) 2020: continued air leak via chest tube. Denied pain but experiencing dyspnea on exertion with movement. (B)(6) 2020: ongoing subcutaneous emphysema. Alert and denies pain. Precedex IV drip was started due to agitation last night. A larger bore 28 fr chest tube was placed due to persistent subcutaneous emphysema and this resulted in near complete resolution of subcutaneous emphysema with significant improvement in dyspnea as well and reduced oxygen needs down to 4l via nasal cannula. (B)(6) 2020: no further progression of subcutaneous emphysema. Large bore CT placed yesterday. Sitting up in a chair, following commands, and dyspnea improved. Later that evening patient developed atrial fibrillation with rvr and then hypotension. Additional blow out drains were placed and there was significant resolution of subcutaneous emphysema at that time with near complete resolution. (B)(6) 2020: despite resolution of subcutaneous emphysema and pneumothorax, patient continued to have hypotension and developed metabolic acidosis and acute kidney injury (aki). At that time emergent crrt was started, however acidosis was worse, and patient had signs of cardiogenic shock. This continued to progress and resulted in worsening acidosis, bowel ischemia and aki. Patient was then in profound shock and was then placed on comfort care only per family wishes and then died due to refractory shock and acidosis. There was no sign of pneumothorax on cxr and no further signs of subcutaneous emphysema seen at the time of death. Autopsy was not done as it was not needed by coroner and family did not want it. The primary cause of death was stated as severe metabolic acidosis - likely due to bowel ischemia and aki. The secondary cause of death was determined to be refractory shock unrelated to sepsis, cardiogenic and acidosis related.

Manufacturer narrative:
In section h6, conclusion code 22 (known inherent risk of device) is for the pneumothorax event. Conclusion code 50 (adverse event related to patient condition) is for the death. Based on the assessment of the treating physician and the investigation performed by an independent physician, the subsequent patient death which occurred 17 days after the zephyr ebv procedure on (B)(6) 2020 is not deemed related to the zephyr ebv device or zephyr ebv procedure. Subcutaneous emphysema is a potential complication that can result secondary to a pneumothorax. In the liberate study (ide clinical study used to support PMA p180002's approval), 1.6% (2/128) of the zephyr valve subjects experienced subcutaneous emphysema within the one year post-treatment. Pneumothorax is the most common side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). Targeted lobar deflation likely causes inflation of the ipsilateral lobe, which can result in a tear of the already compromised parenchymal tissue of the emphysematous ipsilateral lobe, resulting in a pneumothorax (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study, 26.6% of the zephyr valve subjects experienced a pneumothorax in the treatment period (less than or equal to 45 days). These were managed using standard of care procedures as per previously published guidelines (valipour, arschang, et al. Respiration 87.6 (2014): 513-521). In 17.4% of the events, the pneumothorax resolved without any additional intervention with subjects under careful observation. In over half the events (56.5%), the pneumothorax was managed with a chest-tube only. An additional 13% of the events were managed with a chest-tube and the temporary removal of one or more valves, while another 13% of the events were managed with a chest-tube and removal of all the implanted valves. Upon successful resolution of the pneumothorax, removed valves can be replaced. Patients that experienced a pneumothorax experienced clinical benefits of the zephyr valve treatment that were similar to the benefits experienced by patients who did not have a pneumothorax. The zephyr ebv system IFU and pulmonx training program both specifically reference pneumothorax as a known side effect of this procedure and the published guidelines (valipour, arschang, et al. "Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema-potential mechanisms, treatment algorithm, and case examples." Respiration 87.6 (2014): 513-521). The reported event aligns with the experience observed in the liberate clinical study and is an expected side effect to the zephyr valve treatment.

Manufacturer narrative:
A detailed physician's narrative is still pending and expected to be provided soon. The internal clinical investigation has not yet been completed. A follow-up report with more information will be submitted after receipt of the physician's narrative. Pneumothorax is the most common side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). Targeted lobar deflation likely causes inflation of the ipsilateral lobe, which can result in a tear of the already compromised parenchymal tissue of the emphysematous ipsilateral lobe, resulting in a pneumothorax (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 26.6% of the zephyr valve subjects experienced a pneumothorax in the treatment period ([less than or equal to 45 days). These were managed using standard of care procedures as per previously published guidelines (valipour, arschang, et al. Respiration 87.6 (2014): 513-521). In 17.4% of the events, the pneumothorax resolved without any additional intervention with subjects under careful observation. In over half the events (56.5%), the pneumothorax was managed with a chest-tube only. An additional 13% of the events were managed with a chest-tube and the temporary removal of one or more valves, while another 13% of the events were managed with a chest-tube and removal of all the implanted valves. Upon successful resolution of the pneumothorax, removed valves can be replaced. Patients that experienced a pneumothorax experienced clinical benefits of the zephyr valve treatment that were similar to the benefits experienced by patients who did not have a pneumothorax. The zephyr ebv system IFU and pulmonx training program both specifically reference pneumothorax as a known side effect of this procedure and the published guidelines (valipour, arschang, et al. "Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema-potential mechanisms, treatment algorithm, and case examples." Respiration 87.6 (2014): 513-521). The reported event aligns with the experience observed in the liberate clinical study and is an expected side effect to the zephyr valve treatment.

Event description:
On (B)(6) 2020, the patient underwent a bronchoscopy lung volume reduction (blvr) procedure with 5 zephyr valves (4.0-lp ebv and 4.0 ebv) placed in the right upper lobe (rul) and right middle lobe (rml). On (B)(6) 2020, the patient became short of breath, a chest x-ray confirmed the presence of a pneumothorax, and an 18 french chest tube was placed. On (B)(6) 2020, the patient developed an air leak and subcutaneous emphysema. The subcutaneous emphysema was successfully treated via surgical release, and the 18 french chest tube was replaced with a 14 french chest tube. The patient was on up to 8l of oxygen, which was subsequently reduced back to his baseline of 4-5l oxygen. Patient had all valves except one 4.0 ebv removed (date not known), and his symptoms appeared to be improving (subcutaneous emphysema, air leak, pneumothorax) when the physician checked on him the next day, though he had developed renal failure requiring dialysis. Later that evening, however, the patient developed rapid atrial fibrillation which was managed with medications following cardiac consult, leading to hypotension, acidosis, and ultimately shock and multi-organ failure. All attempts were made to address this change in status with little success. Following a conversation with the patient's family, the decision was made to place the patient under comfort care. The patient passed away shortly following extubation. The treating physician stated that the cause of death was shock and multi-organ failure.